Event description:
The doctor reported the implant was removed due to implant fracture approximately 1 year and 5 months after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was moderate. Local infection and peri-implantitis were observed during the implant removal surgery. Bone augmentation material was used in implant placement surgery. Trauma history related to implant fracture was reported. The patient has recovered but will need another surgical intervention.